Event description:
Two shockwave c2+ intravascular lithotripsy (ivl) catheters were used to treat a nodular de novo lesion in the coronary artery via the femoral artery. It was reported that the first balloon ruptured after 40 pulses. A second ivl balloon was used, which also ruptured after 60 pulses (MFR#3015053838-2025-00047). Ivus imaging revealed a dissection in the vessel. The physician inserted a balloon pump to complete the procedure. Additional information received indicated that there was some reflow but no dissection, and the patient experienced chest pain, leading to the insertion of a balloon pump. The distal wire was subintimal, and reflow was corrected with a balloon, stent, and angio sculpt. Additional information was provided indicating that no pre-dilation was performed, and a xience drug-eluting stent (des) was implanted post-ivl. Shockwave medical is attempting to gather additional information related to this event and patient current status.

Manufacturer narrative:
No device is expected to be returned; however, shockwave is attempting to gather additional information related to this event. A final report will be provided with a summary of additional information and final investigation results.

Manufacturer narrative:
This follow-up report is to clarify that no dissection occurred and therefore annex e codes have been updated accordingly.

Event description:
Shockwave medical received additional information confirming that there was slow reflow, but no dissection related to the event.

Manufacturer narrative:
This follow-up report is to update the annex b, c, and d codes. The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the balloon rupture and subsequent slow reflow and chest pain could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Complaints will continue to be monitored for trending purposes.